Event description:
The customer stated that his blood glucose readings had been higher than usual. He performed control tests and received a result of 240 mg/dl. While troubleshooting, he perormed 2 more control tests and received readings of 190 and 197 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips will be sent to the customer.